Manufacturer narrative:
B3 - date of event: the event date was approximated based on the date that boston scientific became aware of the event. Device analysis: the guidewire was returned, and it was observed that the core wire was separated from the bald weld. Additionally, the guidewire was unraveled, stretched, and bent at the distal section.

Event description:
Reportable based on device analysis completed on 30jan2025. It was reported that the wire became unraveled. An amplatz super stiff was selected for use. As the physician was advancing the wire down a drain, the wire became unraveled. The wire was removed, and the procedure was completed with an alternate device. There were no reported patient complications. However, device analysis revealed the core wire was separated from the bald weld.